Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 61-year-old female post cardiotomy cardiogenic shock/low cardiac output syndrome was implanted with an impella 5.5 for mechanical circulatory support. It was reported that the impella 5.5 had moved out of position and into the aorta. The pump was removed and replaced with an impella cp device to resolve the issue. There was no patient harm reported.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device was not returned for evaluation. However, clinical information provided is sufficient to determine the root cause. The cause of the positioning issue was patient movement because the impella 5.5 had protruded into the ascending aorta right after patient moved to ICU. In accordance with updated procedures, section d6 has been revised from the initial submission.